Event description:
It was reported that during a routine follow up visit, the patient experienced discomfort with ventricular pacing. It was further reported that the lead had no capture, high thresholds, and became dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.